Event description:
It was reported that a patient presented with noise noted on the right ventricular (rv) lead. No intervention was performed. The patient was in unknown condition.

Manufacturer narrative:
Further information was requested, but not received.

Manufacturer narrative:
Correction: h6: codes should reflect lead not returned